Event description:
It was reported to medtronic neurosurgery that approx two years after the implantation of cranial mesh in 2008, the pt began to leak bloody fluid from the incision site. According to the report, the pt had developed an infection in the skull, and the cranial patch was angulated by 20 degrees away from the occipital bone. The report stated that the patch was subsequently removed, along with five screws that were used in the implantation surgery.

Manufacturer narrative:
The product was not returned to the MFR. Therefore, an eval of the device was not possible. A review of the mfg records showed no anomalies. The instructions for use that accompany timesh product state that the product is provided non-sterile and must be cleaned and sterilized before use. The instructions for use caution that the implant "is not intended to be the sole means of support. No such implant can withstand body loads without the support of bone. In this event, bending, loosening, disassembly, and/or breakage of the implants will eventually occur." The instructions for use also note that bending of timesh components is a possible complication that may necessitate add'l surgery.